Manufacturer narrative:
The manufacturer investigation results are as follows. This device is intended for use during femoral nail implantations to measure the required intramedullary nail (im) length during preparation of the medullary canal. The returned instrument is an additional instrument that is calibrated for use over a 950mm reaming rod or guide rod. The thumb nuts allow for the device to be locked in the extended position during use and collapsed for storage. (Reference: titanium trochanteric fixation nail system- screw option j9516-c and intramedullary nail instruments j2953-d). The reaming rod measuring device was received with one threaded portion (component (B)(4)) of the segment three assembly ((B)(4)) missing. Remains of the weld are present at the hole where the threaded component would be welded. The balance of the device is in functional condition and shows wear consistent with significant use. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the weld is already broken. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A review of the current design drawing / manufactured revision for the top level assembly ((B)(4)), the segment three assembly ((B)(4)), the thumb nut component ((B)(4)), and the locking device component ((B)(4)) was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Device history record (DHR) review for part#360.255 lot#6348969: release to warehouse date: 12-may-2010, supplier: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a tibial fracture repair on an unknown date. On (B)(6) 2016 the patient had a nail, end cap, two broken screws and two intact screws removed due to non-union. The patient was revised with a new nail. During the tibia repair the nurse was attempted to assemble the reaming rod measuring device and the screw broke off of the tip. This event occurred away from the patient and there was another device readily available. There was no delay in surgery and the patient is reported as stable. The revision surgery performed due to two broken screws and non-union is captured in linked complaint (B)(4). This report addresses the intraoperative issue with the reaming rod measuring device. This is report 1 of 1 for (B)(4).